Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 37092, lot# 273040001, implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
It was further reported that the patient still had concerns but was working with their physician and/or company representative. The patient had appointments on (B)(6) 2014.

Event description:
It was reported that the patient was unable to recharge the stimulator. The reposition antenna screen was displayed. She had moved the antenna around but couldn¿t get it past the reposition antenna screen. This started about a month ago. The patient had last successfully charged 1-2 months prior. The patient last felt stimulation 2 months prior. The patient was able to communicate with the programmer but during the report, the patient was unable to do so. An overdischarge was suspected. The patient stated that this was the first time this had happened. It was further reported that a confirmed overdischarge had occurred. A physician mode reset was not successful at resetting the device. An explant was planned. It was stated that the patient had gained weight and the pocket was deeper than the 1 cm recommended depth. The patients status was alive with no injury. Additional information was requested, if received a follow up report will be sent.